Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its exhaled tidal volume (vte) levels being unstable, which could result in low vte, could not be duplicated during testing. Ventec did, however, replace the internal flow transducer (ift) due to an unrelated (non-critical) issue observed during the device evaluation. It is possible that the unstable (low) vte could be an intermittent issue, and the replacement of the ift would resolve any vte discrepancies. Following replacement of the ift, proper device operation was observed through functional and performance testing. The investigation determined that its reasonable to conclude that the cause of the reported issue was the ift.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were unstable, which could lead to low vte delivery. There were no reports of patient involvement associated with the reported event.